Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kpt2005, serial/lot #: 228708944, UDI#: (B)(4). G2: country of event is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from regulatory body (rb), healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spinal therapy for osteoporotic fracture. It was reported that the balloons were damaged and busted during inflation process. There was delay in overall procedure time and it extended. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that this event occurred during normal usage of products and no suspected manufacturing issue.